Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that a customer received alarms on an insulin pump. Troubleshooting was performed and it was found the pump was stored or not in use for an extended period of time and experienced an unexpected restart. Troubleshooting could not be performed for additional alarms at that time. Nothing further was reported.